Manufacturer narrative:
Lot number - unknown; expiration date - unknown due to unknown lot number; UDI -unknown due to unknown lot number ; implanted date: device was not implanted; explanted date: device was not explanted; device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the anchor was already exposed when the angio-seal poly-foil pouch was opened after the insertion sheath was successfully positioned. The device was not used and another angio-seal device was used to achieve hemostasis. Estimated blood loss was reported to be less than 250cc. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 8 fr. It was reported that there was no health damage to the patient. Hemostasis was successfully achieved by the second device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal sts plus device was returned for evaluation. No accessory components were returned with the device. The polyfoil pouch was not returned. Visual inspection revealed that the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was exposed; no bypass tube was returned. The collagen in the carrier tube assembly appeared swollen. The anchor was examined and there was no deformation or damage visible to the anchor. Based on the returned device, the complaint could be confirmed for a detached bypass tube. Based on historical data, the reported event may be related to the improper opening of the polyfoil pouch. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. However, without the polyfoil pouch returned no conclusion can be drawn as to if this was the cause of the detached bypass tube. The IFU states: "remove the angio-seal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angio-seal device."